Event description:
A physician reported aspiration could not be performed well and the cutter could not cut the proliferative membrane during cataract vitrectomy combination procedure. Actuation condition was unknown. The cutter was replaced with a new one and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener sleeve, and orange/brownish foreign material on the port face, welded cap and tip of the probe. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the broken inner cutter port. Inner cutter was observed to be severely bent. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. Furthermore, the broken inner cutter port could have caused the probe to not cut at the time the reported event was observed. The aspiration function of the probe was conforming; however, the observed broken inner cutter port could have obstructed the aspiration flow at the time the reported event was observed. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. The sample evaluation indicated the probe had a bent needle/inner cutter. A bent needle can impede the movement of the cutter shaft; therefore, decrease the quality of the cut performed by the probe at the time the reported event was observed. Also a bent needle/inner cutter can impede, or fully obstruct, aspiration flow through the probe. The exact root cause of the bent needle/inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An internal investigation has been completed and actions are presently being implemented to eliminate vitrectomy probe inner cutter breakages. No additional action has been taken by the manufacturing site as the reported aspiration failure was not confirmed, and an exact root cause for the bent needle/inner cutter could not be determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).